Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation revealed that no cause could be determined. The power supplies, boards, and connectors were evaluated during the service call. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.